Manufacturer narrative:
Based on the info receive and the visual and functional results, it appears as if the instrument was not fired through a complete firing stroke. This is evidenced by the breakaway washer being returne uncut but with a slight indentation around the entire circumference. This is further eveidenced by the condition of the returned staples, which were partially formed, rceived from the tissue sample. It should be noted that to ensure the instrument has been fired through the complete firing stroke, the trigger must be fully acutated. A tactile feedback will be felt when the breakaway washer has been fully cut. This will ensure proper formation of the staples and a completed cut of the donuts. Due to the condition of the returned instrument, further functional testing could not be performed. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to oncitnuously improve the products.

Event description:
The device was used during a proximal gastrectomy and splenic preservation. It was reported by the affiliate that the staples did not close. There was no anastamosis. It was reported that "failure of gun resulted in long clamping time of distal esophagus, potential ischemia. Further resection of stomach and esophagus required, extremely difficult to repeat anastomosis (with autosutre stapling device) at level of hiatus. Pt was age 47; male; caucasian. Add'l info received on 2/5/97. It was clarified that the product code for this injury was cdh25.